Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. After a guide wire crossed the lesion, plain old balloon angioplasty (poba) was performed. Then a 2.25mm x 38mm synergy drug-eluting stent was advanced but failed to cross the lesion. A slight resistance was felt. The device was removed from the body and the stent edge part of the distal side was found to be lifted. The procedure was completed using a non-bsc stent. No patient complications were reported.